Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation; as the device was discarded at (B)(4) due to expire of stock period after visual inspection. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Discarded at (B)(4) due to the expire of stock period after visual inspection.

Event description:
It was reported that the implant of catheter was performed on (B)(6)2016 and the fluid leakage was found by a nurse in the early morning of (B)(6)2016. The nurse stopped instillation temporarily and replaced the dressing materials with new ones and restarted the instillation. After one hour or so, the fluid leakage was found again. The crack of the catheter between 32 cm and 33 cm depth markings was found, so the operator cut and removed the said breakage part from the device, connected another new catheter connector to the device and started to use the device again. The operator said that there was a possibility that he damaged the catheter with a suture needle during securing the catheter to the skin with a suture wing.